Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that myocardial infarction occurred. In (B)(6) 2014, the patient presented due to silent ischemia and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the proximal left anterior descending artery with 97% stenosis and was 18mm long, with a reference vessel diameter of 3.0mm. The target lesion was treated with predilation and placement of a 3.00 x 20mm study stent with residual stenosis of 0%. Four days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was diagnosed with acute myocardial infarction (mi) and was hospitalized on the same day. In (B)(6) 2016, the event was considered to be resolved and the patient was discharged on the same day.